Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window, cracked display window, cracked case at display window corner and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump kept shooting out insulin during manual prime. Customer stated insulin continued to drip even after the motor stopped during the manual prime process. Customer also reported receiving an a33 alarm, which was a compromised force sensor system. Customer also stated the rewind message occurred after the alarm. Customer's blood glucose was 237 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Customer was taking shots of humalog as back-up plan. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.